Manufacturer narrative:
The event date was estimated. It was reported that the infection originated in (B)(6) 2015. Approximate age of device ¿ 2 years, 3 months (from date of implant to onset of infection). The event occurred at (B)(6) hospital. The patient reportedly resided in (B)(6). The pump was not explanted and therefore not returned for evaluation. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient suffered from a driveline infection that began in (B)(6) 2015. The patient subsequently also developed a pump pocket abscess. The patient reportedly had purulent discharge from the driveline exit site, and developed fever and abdominal pain. There were positive driveline exit site swab cultures, blood cultures, and pump pocket abscess pus cultures which grew mycobacterium abscessus. The infection had been treated with a combination of antibiotics against mycobacterium abscessus over time. The pump pocket abscess had also been surgically drained and debrided. Treatment ensued over the course of a year. It was reported that the patient was previously well, except for diabetes which was under control. The patient's clinician reported that the problem may have started with inappropriate care of the driveline exit site, including using non-sterile gauze for the dressing. The patient ultimately expired on (B)(6) 2016 due to sepsis originating from the mycobacterium abscessus infection. No further information was provided.